Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, approximately 3 year and 6 months post implant of a 26mm sapien 3 valve in the aortic position, the tee showed thickened bioprosthesis leaflets, no regurgitation, critical stenosis, and limited motion of all 3 leaflets. Patient is on coumadin for 3 months and will be reevaluated for intervention.

Manufacturer narrative:
The device remains implanted in the patient, therefore, could not be returned for evaluation. Imagery and medical records were not provided for review. The reported events were unable to be confirmed without provided medical records or imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, approximately 3 year and 6 months post implant of a 26mm sapien 3 valve in the aortic position, the tee showed thickened bioprosthesis leaflets, no regurgitation, critical stenosis, and limited motion of all 3 leaflets. Per the instructions for use (IFU), leaflet thickening is potential risk associated with the use of the transcatheter heart valves (thv). There are patient factors that could contribute to leaflet thickening including stenosis with tissue calcification, thrombus, endocarditis, or pannus formation due to nonstructural dysfunction. Due to limited patient history information, a definitive root cause was unable to be determined at this time. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or host-fibrotic tissue growth overtime, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient had thickened leaflets, which could obstruct the blood flow across the valve resulting in stenosis. As such, available information suggests that patient factors (leaflet thickening) may have contributed to the complaint event. Due to the thickened leaflets, the leaflets motion could be restricted due to stiffness of leaflets. As such, available information suggests patient factors (leaflet thickening) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information received the valve was explanted and replaced with a surgical valve.